Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue with the drawer, it worked fine. A field service engineer cleared out debris from cubies, cleaned compartment, reseated cables. As the keyboard cover was badly worn and bubbled, that was also replaced. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation system had main drawer failure. The customer has reported that, due to this malfunction, the user was unable to remove the medication to the patient and there was no pro long delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the connection to the main drawer cable was not seated properly. A field service engineer receded the cable in rear of device to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system had main drawer failure.the customer has reported that, due to this malfunction, the user was unable to remove the medication to the patient and there was no pro long delay in patient care.there were no adverse events or injuries reported based on this event.